Event description:
It was reported the trocar obturator head broke off while inserting into patient, several small plastic pieces. No information was provided regarding patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.